Event description:
Event verbatim [preferred term] had a blister on her skin when she removed the pad/it is indicated on the label to be careful because it might burn the skin [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A female patient of an unknown age started to use thermacare heatwrap (robax lower back & hip heatwrap), reported as "thermacare back pad", on an unknown date for an unknown indication. Relevant medical history and concomitant medications were not provided. The patient said she was using thermacare pad and she noticed she had a blister on her skin when she removed the pad. She mentioned that it was indicated on the label to be careful because it might burn the skin. This was not the first time she used the product and never had it before. The action taken with thermacare heatwrap in response to the event and the clinical outcome of the event were unknown. According to the product quality complaint group: severity of harm was s3. Additional information has been requested and will be provided as it becomes available. Follow-up (17oct2019): new information received from the product quality complaint group includes severity rating. Company clinical evaluation comment based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] had a blister on her skin when she removed the pad/it is indicated on the label to be careful because it might burn the skin [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer (patient). A female patient of an unknown age started to use thermacare heatwrap (robax lower back & hip heatwrap), reported as "thermacare back pad," on an unknown date for an unknown indication. Relevant medical history and concomitant medications were not provided. The patient said she was using thermacare pad and she noticed she had a blister on her skin when she removed the pad. She mentioned that it was indicated on the label to be careful because it might burn the skin. This was not the first time she used the product and never had it before. The action taken with thermacare heatwrap in response to the event and the clinical outcome of the event were unknown. According to the product quality complaint group: severity of harm was s3. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (17oct2019): new information received from the product quality complaint group includes severity rating. Follow-up (21oct2019): new information received from the product quality complaint group: investigation conclusion. No follow-up attempts possible. No further information expected., comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Had a blister on her skin when she removed the pad/it is indicated on the label to be careful because it might burn the skin [burns second degree]. Case narrative:this is a spontaneous report from a contactable consumer (patient). A female patient of an unknown age started to use thermacare heatwrap (robax lower back & hip heatwrap), reported as "thermacare back pad", on an unknown date for an unknown indication. Relevant medical history and concomitant medications were not provided. The patient said she was using thermacare pad and she noticed she had a blister on her skin when she removed the pad. She mentioned that it is indicated on the label to be careful because it might burn the skin. This was not the first time she used the product and never had it before. The action taken with thermacare heatwrap in response to the event and the clinical outcome of the event were unknown at the time of the report. No follow-up attempts possible. No further information expected. Company clinical evaluation comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.